Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Tubing was functional. Cylinder was functional. Cylinder had a fatigue and wear leak.

Event description:
An ipp device was implanted on 3/15/1998. Info received on 1/13/1997 indicates the pt states "device isn't working like it's supposed to...doctor saind it's lost fluid." Info received on 7/29/1998 indicates the entire device was replaced due to fluid loss on 7/29/1998.